Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this device's tachycardia therapies were programmed off after the patient received inappropriate shocks due to right ventricular (rv) lead noise. System replacement was being considered. There were no adverse patient effects reported.

Event description:
This device subsequently was explanted secondary to replacement of the patient's leads. During the explant procedure, the device header was found to be mostly detached from the device body.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Detailed microscopic inspection showed all the device feed-through wires were fractured, with closely-grouped surface striations. Some of the fractured surfaces have portions that appear polished, which indicates the wires fractured from cyclic fatigue and were then held in close proximity at the point of fracture; the resulting movement between the two halves resulted in polishing of the fracture ends. Review of the data stored in device memory shows noise recorded on all leads, and changes in lead impedance measurements that occurred prior to device explant. Due to the complete separation of the header from the device and the severed feed thru wires, no further analysis could be completed.

Manufacturer narrative:
The device is to be returned for analysis.